Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported the battery was repositioned and a new lead was ¿fitted¿ on (B)(6) 2013. The lead was replaced because it was causing ¿significant¿ foot inversion, which resulted in falls for the patient. It was stated that it ¿sounded like it was a positioning issue, rather than a faulty lead.¿ the battery was repositioned as it was ¿sitting proud¿ and ¿again a positioning issue¿ was noted by the reporter. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.